Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.

Event description:
Through implant patient registry it was learned a 21mm 3300tfx aortic valve implanted nine (9) years, seven (7) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm 3300tfx aortic valve. The patient also underwent tricuspid valve repair with a 30mm 4900 ring during the operation. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
Through implant patient registry and medical records, it was learned a 21mm 3300tfx aortic valve implanted nine (9) years, seven (7) months, was explanted due to moderate prosthetic valve calcification and mild pannus. The explanted device was replaced with a 23mm 3300tfx aortic valve. The patient also underwent tricuspid valve repair with a 30mm 4900 ring during the operation. Per medical records, the patient presented with as, ar, ms, mr, and tr. The patient underwent re-do aortic valve replacement with a 23mm 3300tfx aortic valve, mitral valve replacement with a 31mm non-edwards valve, and tricuspid valve repair with a 30mm 4900 ring. The left cusp of the 21mm 3300tfx was calcified without any movement. The patient tolerated the procedure well and with no immediate complications. Patient was discharged on pod# 7. Pathology report: mild pannus formation is present on the aortic side of the valve. Limited mobility of 1 out of the 3 leaflets with moderate calcifications. 1 tear is associated with this calcification.